Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results for two patients on their c501 analyzer. The initial results were reported outside the laboratory. The customer stated the issue was spotted due to the anion gap value of one patient. The customer repeated their samples on another c501 analyzer and they discovered a second patient with discrepant results. The first patient's initial sodium result was 123 mmol/l. The repeat result was 140 mmol/l. The first patient's initial chloride result was 117.9 mmol/l. The repeat result was 101 mmol/l. The second patient, a (B)(6) male, had an initial sodium result of 158 mmol/l. The repeat result was 139 mmol/l. The second patient's initial potassium result was 4.64 mmol/l. The repeat result was 4.1 mmol/l. There were no adverse events. The sodium, potassium, and chloride electrode lot numbers and expiration dates were requested but not provided. The customer stated that when they were looking over the ise module, they found that the kcl tubing was not fully in the reference solution. The customer put the tubing all the way into the solution. The customer primed the module and performed an ise check. The customer then calibrated and performed quality control and all the results passed. The field service representative went on site and could not determine the cause. He cleaned the ise. He performed checks and a precision run which were all with in specifications. He did diagnostic checks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.